Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two of the implants/needles broke/snapped off as the surgeon was trying to pull them around the second half (directly at the junction between the needle and the implant) of the sternum. The third one he did not implant but just played with in his hand twisting the junction area and after 3 light turns this third device broke in the same location. Three out of a pack of five broke . This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that devices were returned (needle section) show a clean snap fracture line behind the needle component of the devices. No bending or cutting tool seamed to have been used prior to weaken the device. Similar snap fractures have been documented in previous complaints (3 in total) however the fracture lines on those implants was closer to the steel needle itself. The snap fracture at these two implants can not be explained by product development. There have been more then (B)(4) implants sold vs. (B)(4) implants returned with similar fractures. The product development investigation is closed as in-conclusive. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that no issues occurred during the manufacturing of article #(B)(4)/ lot#8780284. The complaint from the customer could not be reconstructed. The manufacturing documentation did not show any abnormalities/ deviations. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.